Manufacturer narrative:
Analysis of the device revealed the fiber to be broken within the white tubing at .5 mm from input connector, between input connector and control knob. The fiber was tested with hene laser fixture, aiming beam was present at the break location. In addition, analysis identified a circumferential fracture of the glass cap on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibited minor scratch marks and mild contamination, likely biologic. The connector cone, segments and tabs appeared in good condition and secure. The control knob was attached and aligned with fiber and could rotate the fiber. Based on a thorough review of the reported complaint, the most probable cause for this complaint is considered to be excessive bending during the procedure, unintended use error caused or contributed to event. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. Based on the observed circumferential fracture at distal side finding, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture.

Event description:
Analysis of the device found the fiber to be broken between input connector and control knob. In addition, analysis found that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.

Event description:
Analysis of the device found the fiber to be broken between input connector and control knob. In addition, analysis found that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.

Manufacturer narrative:
H10 additional MFR narrative correction - investigation summary corrected to reflect evaluation conclusion code of unintended use error caused or contributed to event. Analysis of the device revealed the fiber to be broken within the white tubing at .5 mm from input connector, between input connector and control knob. The fiber was tested with hene laser fixture, aiming beam was present at the break location. Analysis identified a circumferential fracture of the glass cap on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The outer flow tubing open end exhibited minor scratch marks and mild contamination, likely biologic. The connector cone, segments and tabs appeared in good condition and secure. The control knob was attached and aligned with fiber and could rotate the fiber. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The circumferential fracture at distal side is due to design inadequate for purpose of the device. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed circumferential fracture. Based on the observed fiber break within the white tubing, it is probable that excessive bending occurred during the procedure. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.